Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefore, 10 retained samples were taken and visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5085836 for the indicated failure mode: erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Ten retained samples for lot 5085836 were taken and visually inspected, and no additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot 5085836. For the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using three (3) units. No adverse impact was reported regarding the patient or user.